Event description:
Customer reported that pump screen was dark and wouldn¿t turn on. Impact on blood glucose level was unknown, but it was not reported to exceed 500 mg/dl. Customer was instructed by technical support to troubleshoot the pump by pressing the button and later plugging it into a power source, which resolved the issue. A malfunction was initially indicated on the pump, but after receiving guidance on resetting the pump, the issue did not recur. Customer was advised to continue using the pump and to reach out if the problem reappeared.